Manufacturer narrative:
Follow-up # 3: the lay user/patients test strips and control solution have been further evaluated by lifescan product analysis with the following findings: the test strips and control solution involved with this complaint failed testing; they were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging packaging issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information omitted in follow-up # 1 (fu1). The test strips and control solution have returned and analysed by product analysis; this information should have been included in fu1. The MFR narrative should have included the text: the test strips and control solution failed testing. The reported issue was confirmed. The alert date in fu1 should have read 2/5/2016 and the date device returned to manufacturer 1/26/2016. Appropriate evaluation codes have been included in this supplemental.